Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis found no anomaly with the lead (serial# (B)(4)). Analysis found 7 unknown conductors were broken 21.7 cm from the distal end and 3 unknown conductors were broken 23.2 cm from the distal end of the other lead at the silicone anchor site (serial# (B)(4)). All method codes apply to both leads. (B)(4).

Event description:
The manufacturer representative reported the patient's disease (intractable chronic pain) was improved without issue, and the patient had a fall (while receiving successful pain relief) around the end of (B)(6). Measurement during device checking at an outpatient visit (in late (B)(6) 2015) displayed impedances greater than 10,000 for all electrodes. As it was highly possible that the patient's fall caused a lead fracture, the patient's complete system was removed and replaced with a new MRI-conditional product on (B)(6) 2015 after discussions with the physician. It was noted that stimulation was successfully delivered. It was noted the physician understands that the fracture was caused by the patient's fall. Of note, paramedian was the implantation method and an ez anchor was used. The patient's activity was medium level. No x-ray images were taken. The health hazard to the patient was mild.